Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. The no delivery alarm was resolved with an infusion set and reservoir change. The customer felt nauseous. The customer was hospitalized on (B)(6) 2017 with a blood glucose level of 600 mg/dl. They experienced a diabetic ketoacidosis. She was wearing the insulin pump at the time of hospitalization. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within spec and passed the unexpected restart error test, self test, and the displacement test however, pump alarmed motor error during the basic occlusion test due to faulty force sensor resistor. Unable to perform the occlusion test, prime test, excessive no delivery test, dat test or verify no delivery alarms due to motor error alarm. The insulin pump was received with cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.